Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site email) - revert it back to blank, ID is not disclosed initially it was incorrectly submitted, e1(event site telephone), e2. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site city is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of an iabc (ymt30r-01) for post-pci support in a patient with ami, the iabc's placement slipped into the abdomen during fluoroscopic confirmation in the catheterization laboratory. Despite repeated attempts to correct the position under the gw, the condition did not improve, so the risk was assessed and the iabc was removed. Because the same size (30cc) catheter was unavailable, we considered inserting a 35cc catheter (trp3546), but since blood pressure was maintained, we discontinued iab treatment and focused solely on medication control. This incident did not pose any health risks to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2,h11. Corrected field: d4 lot number.